Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination as well as microscopically and tactile examination did not identify any damage on the catheter and balloon. The catheter and balloon were found conforming to its dimensional specifications. During functional evaluation, water leaked from the guidewire port and the balloon could not be inflated. The device appeared to be leaking under the manifold. Attempts were made to inflate the device to nominal pressure, but the pressure could not be maintained due to the leak. Magnified examination inside the inflation port revealed a hole in the interior of the inflation lumen which is likely the origin of the leak. The device directions for use (dfu) instruct to: ¿introduce the guidewire, flexible-end first, into the straight (back) port of the manifold. Additionally, the dfu provides a diagram which shows the balloon port and guidewire port. Based on the examination of the damage inside the inflation lumen (balloon port), it appears that the guidewire was inserted into the balloon port (instead of the guidewire lumen), leading to the observed damage and resulting in the reported issue. Therefore, a root cause of use/user error has been assigned to this investigation.

Event description:
It was reported that during preparation the balloon catheter leaked. There was no patient involvement.

Manufacturer narrative:
Further investigation analysis demonstrated that there was no indication of any product quality deficiencies contributing to the damage found. Review of the reported information, product analysis results, and manufacturing records revealed no evidence of any design or manufacturing specification non-conformances related to the complaint device. Therefore the investigation has concluded that the most probable root cause for the leak and/or damage found in the balloon was related handling.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during preparation the balloon catheter leaked. There was no patient involvement.

Event description:
It was reported that during preparation the balloon catheter leaked. There was no patient involvement.